Event description:
Pt augmentated. They lasted until late 80's-replaced with saline implants > 325cc. Now has bilateral capsular contractions and rippling. Pt underwent bilateral capsulectomy and implant removal. Implants were intact within the capsules. They were saline. Pt augmented with silicone implants by mentor.